Manufacturer narrative:
Physio-control evaluated the device and was unable to verify the reported issue of the device powering itself on. The cause of the reported issue could not be determined. The customer was provided with a replacement device.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer reported that their device powers itself on. This appears to occur everytime after the device is powered off and therefore causes the battery to deplete. There was no report of any patient use associated.